Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient passed out and presented in the emergency room. Upon investigation, the right ventricular lead was found with noise. The noise source was caused by an insulation break. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression at 12.2cm to 12.3cm from the connector pin. The cause of the reported event was isolated to external insulation abrasion exposing the outer coil consistent with friction to the device can.